Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same finger stick. Rptr's result were 92 and 132 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the reporter occasionally checks the confirmation dot, and cleans the meter once in awhile. Rptr's technique of applying blood is correct. No harm was alleged.